Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a right forefoot reconstruction surgery the drill bit broke. While inserting the 3rd screw the surgeon noticed that the drill bit was broken. X-ray images were made but the tip could not be found inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar8933-20 cru. It was not necessary to switch the surgical technique or do a second surgery.